Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 (mg/dl). Customer delivered a correction bolus. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to contact health care provider and convert to back up therapy to try and stabilize bg levels. Customer later reported delivering 15 units of insulin with a novolog pen; however, elevated bg levels persisted. Customer then delivered a manual injection and bg levels decreased to 328 (mg/dl).